Event description:
The event is reported as: the aquapak was leaking at the adapter during treatment. No patient injury or intervention reported.

Manufacturer narrative:
No sample will be returned for investigation. Investigation is not complete at time of this report. A follow up investigation report will be sent when completed.